Event description:
Procedure: exploratory laparotomy, biopsy of liver nodule, cysto-prostatectomy, colostomy, ileal conduit. Reportedly, the pt received a nickel size burn on their right outer thigh. Burn was second - third degree. Treated with silvadene.